Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2020 and topical skin adhesive with mesh was used. The patient had blister. Adhesive was removed on (B)(6) 2020 and a couple of interrupted nylon sutures to reinforce the closure were used. The lot number of the product is unknown. Patient is doing well and healing. Additional information has been requested.